Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that the right crossbrace broke where the screw attaches in the middle.